Event description:
The physician reported there was susceptibility artifact on an magonetic resonance imaging (MRI) scan following a stroke thrombolysis performed on a patient last year and was concerned that coating from the guidewire may have come off; though there is no evidence of a foreign body on the thin section of the computerized tomography (CT) scan. The patient reportedly continues to experience headaches, however the relationship between the device and the patient complications is unknown.